Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient affects of hypotension, neurological deficit/dysfunction and weakness are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the stenting procedure in the left internal carotid artery, the patient experienced hypotension and was treated with 1 dose of neosynephrine. The hypotension improved, and the patient was transferred to the intensive care unit (ICU) in stable condition. In the ICU, the patient developed left-sided weakness and was treated with heparin. MRI was normal. The physician attributed the left-sided weakness to the patient's pre-existing cardiac apex thrombosis and not to the stenting procedure. The same day, the patient experienced a second episode of hypotension and was placed on a dopamine drip. The hypotension and weakness both completely resolved within 24 hours, but the patient stayed an extra day in the hospital and was discharged 2 days after the procedure in stable condition. No additional information was provided.